Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer had high and low blood glucose level over the week and was admitted in the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer also reported other blood glucose values such as 261 mg/dl, 387 mg/dl. The customer was treated with manual injections. The customer was wearing the insulin pump during the hospitalization. Customer did not complete troubleshooting for high and low blood glucose level. Customer reported that they experienced headache. The insulin pump will not be returned for analysis.